Event description:
(B)(4)

Manufacturer narrative:
(B)(4). In a follow up with the facility, the reporter confirmed that there was no patient injury. The reporter had no additional information about the event however she did state that the date of the incident was most likely the last day of infusion activity on the pump. She also stated that she did not know if the nurse was programming in the drug library. The actual pump involved was returned for evaluation. The volumetric accuracy was tested three times at 50ml/hr and 100ml for 2 hours tested: 1st test: 101ml or 101% of expected volume, 2nd test: 100ml or 100% of expected volume, 3rd test: 100ml or 100% of expected volume. The pump operated within specification. Without the actual date of the event, further evaluation was not possible. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow up report will be submitted.